Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The pump was received with an alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the rewind, basic occlusion, occlusion, prime, or excessive no delivery tests due to the alarm. The motor passed the motor test. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.